Manufacturer narrative:
Approximate age of device - 2 years 4 months 11 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen in clinic for repeated low flow alarms on (B)(6) 2018. The patient had been working outside the day prior and the low flow alarms were initially thought to be due to dehydration. The low flow alarms persisted despite adequate fluid resuscitation. Log files were sent in for review which confirmed low flow events occurring on (B)(6) 2018. The patient had a computed tomography angiography (cta) which revealed outflow graft stenosis/occlusion near the anastomosis. Transesophageal echocardiography (tee) prior to the cta also showed outflow graft stenosis. A pump exchange is currently being considered for the patient. No additional information has been provided.

Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was sep 24, 2018.

Manufacturer narrative:
The patient remains ongoing on heartmate ii lvas. Evaluation of the submitted log file confirmed the report of low flow hazard alarms. It was reported that the low flow was likely due to an observed outflow graft stenosis; however, the report of low flow due to outflow graft occlusion could not be confirmed through this evaluation. . The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. This document explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm. This IFU also notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this document explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the conditions persist. Pump flows are not restored to normal unless such conditions are treated. The IFU also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. In addition, this document explains that in order to verify that the graft is not twisted or kinked the position of the black line on the graft above and below the bend relief must be checked. The black line should be straight. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.